Event description:
The (B)(4) study indicated that after the procedure, the patient's (B)(4) troponin 1 was elevated. At 5 months post index procedure, the patient experienced macce - revascularization of the target vessel cass 13-midlad-left anterior descending artery which was resolved without sequel after undergoing (pci) percutaneous coronary intervention. Additionally, two weeks prior to the pci procedure, the patient had exertional chest pain which was also resolved without sequel after medical treatment. Relevant lab test consisted of bun 19 and creatinine of 1.2. Heparin bolus of 4000 units was given during the procedure, but no drip. The final act was 256 seconds. Medication given during the procedure were benadryl 50mg, valium 5mg, mucomyst 600mg, lidocaine 1% 15ml sq, nitroglycerin 300mcg ic, integrilin bolus 18.2mg IV times 2. The patient status at discharge was good. Post procedure antiplatelet therapy consisted of plavix 75mg po qday, aspirin 81mg po qday. The patient was compliant with antiplatelet therapy. Other discharge meds consisted of plaquenil 200mg bid, lopressor 100mg po qday, omega 3 1gm po qday, lipitor 80mg po qday, calcium supplement 1 qday.

Event description:
The (B)(4) study indicated that after the index procedure with 2 cypher stents (cxs(B)(4)-lots (B)(4)) implanted in the mid/proximal (lad) left anterior descending artery, the patient's troponin 1 was elevated. Approximately 40 days later, the patient underwent a staged procedure to treat a 75% stenosed lesion in the distal circumflex artery with the implantation of a 2.5x13mm cypher stent. The patient was discharged the following day in stable condition. Four months after the index procedure, the patient had exertional chest pain that resolved without sequel after medical treatment. Two weeks after the exertional chest paint, and approximately four months after the index procedure, the patient experienced macce - revascularization of the target vessel cass 12/13-proximal/mid-lad-left anterior descending artery previously treated with two overlapping cypher stents (cxs(B)(4)-lots (B)(4)). The restenosis was treated with a cutting balloon and implantation of three non-cordis stents (endeavor) and the event resolved without sequelae.

Manufacturer narrative:
During the index procedure, the patient was admitted with stable angina class ii a. An ECG and angiograms were performed, with the angiogram showing two disease vessels. During the procedure the patient received heparin, and integrilin. The first lesion treated was the mid-lad with 2.25mm diameter, length 45mm, type c, denovo, anatomical complex native artery, without thrombus, 99% stenosis, and timi flow 2. The lesion was pre-dilated with non-cordis balloon 2x20mm at 9 atmospheres (atms). A cypher 2.25x23mm stent (15079015) was implanted at 11atms. The stent was post-dilated with a 2.25x20mm balloon at 19atms. The second lesion was cass 12-proximal-lad that was denovo, vessel diameter 2.5, lesion length 13mm, no-side wall, 85% stenotic, type c, timi flow 3. The lesion was pre-dilated with non-cordis balloon 2x20mm at 11atms. Follow by deployment of the cypher stent 2.25x23 (15095437) placed overlaying the proximal end of the initial stent at 15atms. Then, the stent was post dilated with 2x25x20mm balloon at 19atms. The timi flow was 3 and the stenosis was 0%. There were no dissections or issues with the devices. The patient was admitted approximately a month after the index procedure for stage procedure of cass 16-distal circumflex artery. The vessel was 2.5mm in diameter, 13mm in length, type b 1, denovo, native coronary, no thrombosis, 75% stenotic, and timi 3. The lesion was not pre-dilated. A cypher 2.5x13mm (15077477) was deployed at 15atms, with post-dilation with a 2.75x20mm durastar balloon at 19atms. Post procedure, the stenosis was 0%, with no dissection or issues with the product. Prior to the procedures, the patient was taking aspirin, plavix, fosamax, plaquenil, lopressor, crestor, and atorvastatin. Discharge medication consisted of the aspiring and plavix. The patient did not have any known allergies pre or post procedure, and was not immune-compromised. Relevant lab test consisted of bun 19 and creatinine of 1.2. Heparin bolus of 4000 units was given during the procedure, but no drip. The final act was 256 seconds. Medication given during the procedure were benadryl 50mg, valium 5mg, mucomyst 600mg, lidocaine 1% 15ml sq, nitroglycerin 300mcg ic, integrilin bolus 18.2mg IV times 2. Products used during procedure consisted of 2.5x10 cutting balloon, 3 endeavour stents, 2.0x20 apex balloon, 2.75x21 nc sprinter balloon. The patient status at discharge was good. Post procedure antiplatelet therapy consisted of plavix 75mg po qday, aspirin 81mg po qday. The patient was compliant with antiplatelet therapy. Other discharge meds consisted of plaquenil 200mg bid, lopressor 100mg po qday, omega 3 1gm po qday, lipitor 80mg po qday, calcium supplement 1 qday. Relevant lab test consisted of bun 19 and creatinine of 1.2. Heparin bolus of 4000 units was given during the procedure, but no drip. The final act was 256 seconds. Medication given during the procedure were benadryl 50mg, valium 5mg, mucomyst 600mg, lidocaine 1% 15ml sq, nitroglycerin 300mcg ic, integrilin bolus 18.2mg IV times 2. The patient status at discharge was good. Post procedure, antiplatelet therapy consisted of plavix 75mg po qday, aspirin 81mg po qday. The patient was compliant with antiplatelet therapy. Other discharge meds consisted of plaquenil 200mg bid, lopressor 100mg po qday, omega 3 1gm po qday, lipitor 80mg po qday, calcium supplement 1 qday. This one of two products used during the same procedure on the same patient, which is associated with mfg report 3003742446-2010-00323 and 3003742446-2010-00324. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient did not have any known allergies pre or post procedure, and was not immune-compromised. Relevant lab test consisted of bun 19 and creatinine of 1.2. Heparin bolus of 4000 units was given during the procedure, but no drip. The final act was 256 seconds. Medication given during the procedure were benadryl 50mg, valium 5mg, mucomyst 600mg, lidocaine 1% 15ml sq, nitroglycerin 300mcg ic, integrilin bolus 18.2mg IV times 2. Products used during procedure consisted of 2.5x10 cutting balloon, 3 endevour stents, 2.0x20 apex balloon, 2.75x21 nc sprinter balloon. The patient status at discharge was good. Post procedure antiplatelet therapy consisted of plavix 75mg po qday, aspirin 81mg po qday. The patient was compliant with antiplatelet therapy. Other discharge meds consisted of plaquenil 200mg bid, lopressor 100mg po qday, omega 3 1gm po qday, lipitor 80mg po qday, calcium supplement 1 qday the vessel was 2.5mm in diameter, lesion was 13mm in length, type b 1, denovo, native coronary, no thrombosis, 75% stenotic, and timi 3. The lesion was not pre-dilated, , but was treated win angioplasty with durastar. Post procedure, the stenosis was 0%, with no dissection or issues with the product. Prior to the procedures, the patient was taking aspirin, plavix, fosamax, plaquenil, lopressor, crestor, and atorvastatin. Discharge medication consisted of the aspiring and plavix. This one of two products used during the same procedure on the same patient, which is associated with mfg report 3003742446-2010-00323 & 3003742446-2010-00324. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A patient from the (B)(4) study experienced restenosis approximately four months post implantation of 3 cypher stent. Past medical history that may have increased the patient's risk for mace includes hyperlipidemia. The indication for the index procedure was stable angina pectoris. The patient had 2 vessel disease. The lad with two lesions in the proximal and mid segments was treated during the index procedure and a staged procedure was planned to treat a lesion in the circumflex artery. The proximal lad lesion was described as de novo, 85% stenosis, type c, 13mm in length in a 2.5 mm vessel diameter. The lesion was pre-dilated before a 2.5x13mm cypher was implanted. Timi iii flow was maintained. The lesion in the mid lad was described as de novo, 99% stenosis, type c, 45mm in length in a 2.25mm vessel diameter and timi ii flow. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length with a reference vessel diameter of 2.25 mm to 4.00 mm. Two 2.25x23mm cypher stents were implanted overlapping each other to cover the lesion. Timi iii flow was recorded post procedure. Troponin level was increased after the procedure more than two times the normal limit. Approximately 40 days later, the patient underwent the staged procedure to treat a 75% stenosed lesion in the distal circumflex artery with the implantation of a 2.5x13mm cypher stent. The patient was discharged the following day in stable condition. Approximately four months post index procedure, the patient underwent a re-pci to treat restenosis of the proximal margin of the stented segment in the mid lad. To treat the restenosis, cutting balloon and implantation of three endeavour stents was conducted and the event resolved without sequelae. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors, vessel/lesion factors (small vessel and long lesion) and procedural factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This one of two products used during the same procedure on the same patient, which is associated with mfg report 3003742446-2010-00323 and 3003742446-2010-00324.

Manufacturer narrative:
The cec minutes of (B)(6) were received on (B)(6) and reviewed, adjudication status-final report. The committee disagrees with the protocol definition for mi and protocol and arc definition for stent thrombosis. The committee does agree with the arc definition of mi occurring during the index procedure this is consistent with the definition of troponin ratio greater than 3. This was initially reported as elevated enzymes; the event has been re-coded to mi. A third product issue has been added to represent the stent implanted in the proximal lad, and coded to mi. The committee also agrees with target vessel-percutaneous intervention - related to device. This is consistent with the previously reported restenosis, however the site initially reported that the mid lad restenosed, the database indicates that both the proximal and mid lad restenosed. The minutes also indicate that transient hypoperfusion occurred during the index procedure. This code has also been captured. This one of three products used during the same procedure on the same patient. Please reference mfg report #s 3003742446-2010-00323, 00324, and 00329. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Post adjudication clinical impression: a patient from the (B)(4) study experienced an mi and hypoperfusion during the index procedure and chest pain with restenosis approximately four months post implantation of three cypher stents. This is a (B)(6) female with medical history including angina, ischemia, stable angina pectoris, hyperlipidemia, breast cancer (1990), arthritis, osteoporosis, cad. The indication for the index procedure was stable angina pectoris. The patient had double vessel disease. The lad with two lesions in the proximal and mid segments was treated during the index procedure and a staged procedure was planned to treat a lesion in the circumflex artery. The proximal lad lesion was described as de novo, 85% stenosis, type c, 13mm in length in a 2.5 mm vessel diameter. The lesion was pre-dilated before a 2.5x13mm cypher was implanted. Timi iii flow was maintained. The lesion in the mid lad was described as de novo, 99% stenosis, type c, 45mm in length in a 2.25mm vessel diameter and timi ii flow. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length with a reference vessel diameter of 2.25 mm to 4.00 mm. Two 2.25x23mm cypher stents were implanted overlapping each other to cover the lesion. A transient no-flow phenomenon was noted after the intervention; however, timi iii flow was recorded post procedure. It is unknown if the hypoperfusion was treated. Troponin level was increased after the procedure more than two times the normal limit. The diagnosis for this event is an mi. Approximately 40 days later, the patient underwent the staged procedure to treat a 75% stenosed lesion in the distal circumflex artery with the implantation of a 2.5x13mm cypher stent. The patient was discharged the following day in stable condition a\on an antiplatelet medication regimen. Approximately four months post index procedure; the patient underwent a re-pci to treat restenosis of the proximal lad stent and the proximal margin of the mid lad stent. To treat the restenosis, cutting balloon pre-dilation and implantation of three endeavour stents were conducted and the event resolved without sequelae. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095437 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion and mi are known potential adverse events associated with coronary stent implantation and are listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain associated with in-stent restenosis are known potential adverse events associated coronary stent implantation procedures and are listed in the cypher IFU as such. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia and known cad. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported events; therefore, no corrective action is required at this time. This one of three products used during the same procedure on the same patient. Please reference mfg report #s 3003742446-2010-00323, 00324, and 00329.